Event description:
It was reported that the device reported an alert stating, capacitor charge time limit reached in 2009. The device has been implanted for 4 months. The patient did not receive any hv therapies. The device was unable to charge to max voltage within 30 seconds. The device was explanted and replaced.

Manufacturer narrative:
Na

Manufacturer narrative:
The reported field event was verified. Extended charge time was observed in the laboratory. The field event resulted from a high voltage capacitor anomaly. The device was tested on the automated electrical system. All low voltage functions were normal.